Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to customer site. The fse found safety disk contaminated and replaced with customer purchased OEM safety disk. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had blood back. There was a balloon rupture that happened while patient was on support. There was an alarm and immediately after, the bedside registered nurse noticed blood in the tubing. Additional information was provided that after a trial without the iabp unit, the patient decompensated and ultimately needed replacement with a new iabp catheter. Additionally, the customer reported that the patient was without iabp support while the interventionalist came to remove the iabp catheter and the patient was evaluated for additional treatment. The patient required an additional trip to the cath lab that they would not have needed had the original iabp catheter functioned properly. Furthermore, the patient required placement of another iabp catheter. No patient harm, serious injury or adverse event was reported.